Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (600-700 mg/dl). Reportedly, the infusion set cannula was incorrectly inserted and the customer received a kinked cannula. Add'l info regarding the hospitalization was not provided due to the customer declining to answer any further questions regarding the reported issue. The customer was unable to provide the infusion set manufacturer.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.